Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2018. The lead was not returned for analysis, however, performance data collected from the device was received and analthe lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited shorter then expected longevity. The cause of the acelerated battery draing was likely due to high outputs on the right ventricular (rv) lead. The rv lead was programmed unipolar at a lower output and it remains in use. The ipg device remains in use with continued monitoring. No patient complications have been reported as a result of this event.